Event description:
I am a team leader - registered nurse - for st. Landry homecare - a few of our nurses have come in contact with surgical sutures that have not been dissolving. One patient for instance had surgery over one year ago and the wound still is not healed. Another one we are still finding undissolved sutures. We are wondering if there is a problem with these such sutures causing them not to dissolve resulting in wounds becoming infected or just not healing prolonging the wound healing process. All patients are seen by different md's in different towns. Dates of use: still finding - currently. Diagnosis: used in surgery for closing.